Event description:
Rptr had a bilateral subcutaneous mastectomy with reconstructive mammoplasty due to mastodynia with bilateral fibrocystic disease. On 1/8/86 she had secondary reconstruction bilaterally with 200 cc saline injected into both outer lumens. From 1/29/87 to 2/2/87, rptr was hospitalized because of cellulitis of left breast with possible infection. On 8/20/93 she had removal of both implants. There was no saline in outer lumen of right breast and leakage of silicone gel material of left implant. She also complains of the following: silicone gel leakage, rt rupture, dysplagia, left breast implant fell, polymyalgias, polyarthralgias, swollen lymph glands in neck, poorly sleeping, fatigue, quivering/shakiness, fainting, memory and concentration problems, musculoskeletal pain, coolness and purplish discoloration of knees and toes, rashes, headaches, dizziness, anemia joint swelling, pain and stiffness in legs, breast tenderness, incorrect implant size, visible implant wrinkles, breast infections, mental suffering, embarrassment, humiliation at employment, marriage problems after implants. (Also see 1004062.)